Event description:
Boston scientific received information that this right ventricular lead showed fluctuating impedance post radiation therapy with the highest shock impedances being out of range. Technical services noted that both the sense and the shock impedance trends appear to be within normal limits. Technical services discussed that radiation therapy should not alter the system impedances but further investigation would be needed to confirm normal system operation. Technical services discussed a possible issue related to a patient phenomenon related to electrolyte balance during the course of radiation therapy but this could not be confirmed at this time. The field representative noted there was no episodes of noise stored and the high impedances/noise were not replicated. Due to the pace and shock impedance looking similar the issue was thought to be related to a patient related phenomenon. The system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.